Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 190 and 174 mg/dl. The customer's expected fasting blood glucose test result range is 102 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During call on (B)(6) 2018, a back to back blood test was not performed by the customer. Product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2018; test strips are expired as they are four months past the date first opened. The meter memory was reviewed for previous test result history: result 1:190mg/dl date:(B)(6) 2018 time:4:49am fasting, result 2:174mg/dl date (B)(6) 2018 time:4:47am fasting, result 3:159mg/dl date:(B)(6) 2018 time:4:39am fasting, result 4:151mg/dl date: (B)(6) 2018 time:3:56pm non-fasting, result 5:156mg/dl date: (B)(6) 2018 time:4:29am fasting.